Event description:
Attempts to advance a coronary stent with delivery system to the target lesion site in the pt's acute left anterior descending artery were unsuccessful due to unspecified technical difficulties negotiating the pt's tortuous anatomy. In response, the sds was withdrawn from the pt's body. Upon withdrawal of the sds, the sheath was observed to be the leading edge and a dissection of the left main was reported. Subsequently, the pt arrested and eventually expired in the cath lab despite prolonged CPR attempts.